Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device was explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. The device has been explanted and replaced.